Event description:
The customer stated that she tested her blood glucose using her elite meter and received a reading of 50 mg/dl. She retested using another meter and received a reading of 186 mg/dl. The diference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer.